Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and stroke. The patient's "tube" came out and a revision was done (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.